Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) within a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as, ¿a small hair-like particle¿. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from august 18, 2022, to august 19, 2022. H10: the actual sample and a photograph were received for evaluation. The device was partially filled with solution. Visual inspection with the naked eye and with magnification did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed and no issue was observed at the connector or the cap area of actual sample. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.